Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that prior to starting a surgical procedure the system turned off after starting up normally. There was no patient involvement.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was replicated. The power supply was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the power supply. The manufacturer internal reference number is: (B)(4).